Manufacturer narrative:
Based on supplier investigation, device history record (DHR) review did not indicate any exception that could lead to the reported incident. The review revealed lot number f94621 was produced in march 2021. One piece of the event sample was returned for investigation. A lint was found on the green towel. The green towel is a single use product. The intended use of or towel is used for applying medication or absorbing small amounts of body fluids from a patient's body surface. According to the supplier, or towel is made of cotton, so lint is born and inevitable. The supplier is working with cardinal health to better control the linting and have implemented several measures to improve it: 1. The suction process was added before products' final folding and operators do it according to standard operation procedure (sop) requirements. 2. Linting test method and acceptable criteria was stipulated to see the suction results (=0.38g/10pcs) 3. In the folding process, supplier used one cloth bag to protect 100pcs of semi-finished products to avoid lint sticking onto the products during products' transfer. The investigation determined no abnormal situation happened during production; therefore, the root cause could not be determined. No action taken at this time, but the supplier will continue to monitor the trend for this type of incident.

Manufacturer narrative:
Based on supplier investigation, device history record (DHR) review did not indicate any exception that could lead to the reported incident. The review revealed lot number f94621 was produced in march 2021. The event sample was not returned at the time of the investigation. According to the supplier, or towel is made of cotton, so lint is born and inevitable. The supplier is working with cardinal health to better control the linting and have implemented several measures to improve it: 1. The suction process was added before products' final folding and operators do it according to standard operation procedure (sop) requirements. 2. Linting test method and acceptable criteria was stipulated to see the suction results (=0.38g/10pcs) 3. In the folding process, supplier used one cloth bag to protect 100 pcs of semi-finished products to avoid lint sticking onto the products during products' transfer. The investigation determined no abnormal situation happened during production; therefore, the root cause could not be determined. No action taken at this time, but the supplier will continue to monitor the trend for this type of incident.

Event description:
Customer reported the green prewashed towels (or-1727gx) from their angiographie pack (san30ayl14) have lint attached to them.